Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents reported that since (B)(6) 2020 the hearing performance with the device is affected. The child is not responding to sound stimulus. No accident or trauma is reported.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility can be assumed. However, a device investigation is necessary to determine a root cause. Re-implantation is considered but no date has been scheduled yet.

Event description:
The parents reported that since (B)(6) 2020 the hearing performance with the device is affected. The child is not responding to sound stimulus. No accident or trauma is reported.

Event description:
The parents reported that since 08-jan-2020 the hearing performance with the device was affected. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, a device investigation is necessary to determine a root cause. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The parents reported that since (B)(6)2020 the hearing performance with the device was affected. The recipient has been re-implanted.